Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that two (2) days post-implantation of this 25mm bioprosthetic aortic heart valve, the patient required permanent pacemaker (ppm) implantation. As reported, the patient was unable to sustain reasonable sinus rhythm, requiring ppm implantation. The physician indicated the patient was systolic essentially, and believes the valve contributed to the pacemaker implant. It is not certain if the patient has any existing conduction issues and the patient has no additional current issues.

Event description:
Echo showed excellent valve function with no central and no perivalvular leak at time of implant. The patient was reported to have some post operative hypotension and heart block requiring levophed an dobutamine. The patient also underwent coronary artery bypass grafting x 3 during the aortic valve replacement procedure.

Manufacturer narrative:
(B)(4)

Event description:
The conduction issue began immediately and the reason for the pacemaker implantation was complete heart block. Patient has no additional current issues and was noted to be discharged and doing well.